Event description:
It was reported that the patient presented in clinic. The patient's right ventricular (rv) lead exhibited failure to capture. A chest x-ray was performed to reveal that the rv lead had dislodged. The rv lead was attempted to be repositioned but was unsuccessful due to the helix failing to extend. The rv lead was explanted and replaced. Patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, loss of capture, and helix mechanism issue. As received, a complete lead was returned in one piece for analysis. The reported event of loss of capture was not confirmed but helix mechanism issue was confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies except for procedural damage. The lead was returned with the helix partially extended, bent and stretched, and clogged with blood and tissue. X-ray examination found the inner coil at the connector region over-torqued, and the helix bent and stretched at the helix region consistent with procedural damage. Unable to perform helix testing due to condition of the helix as received. The cause of helix mechanism issue was isolated to helix being damaged and clogged with blood and tissue and over-torqued of the inner coil at the connector region consistent with procedure damage.